Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that patient had hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery, adhesiolysis and small bowel resection on (B)(6) 2010. It was reported that the patient experienced severe pain, bowel obstruction, dense adhesions, mesh detachment, nausea, bulging, inflammation, stress and anxiety. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/26/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.